Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the cell-dyn ruby analyzer generated the following cbc results in the closed mode: wbc = 4,260/ul, rbc= 4.50x10e6/ul, hgb= 13.5 g/dl, hct= 43.3%, plt= 87,200/ul. The results were reported and questioned. The sample was repeated on a different cell-dyn ruby analyzer in the open mode: wbc= 10,300/ul, rbc= 2.60x10e6/ul, hgb = 7.76 g/dl, hct = 24.0%, plt= 146,000/ul. The sample was then repeated on the original analyzer in the open mode: wbc= 10,100/ul, rbc= 2.63x10e6/ul, hgb=7.83 g/dl, hct= 24.7%, plt= 139,000/ul. The sample was repeated in the closed mode on the original analyzer: wbc= 9,980/ul, rbc= 2.53x10e6/ul, hgb=7.95 g/dl, hct= 23.7%, plt = 131,000/ul. There was no impact to pt management reported.